Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.

Event description:
A physician attempted an arteriotomy closure using the starclose device after an known procedure. During the procedure, when the finish arrows lined up, the device popped out of the artery. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.